Manufacturer narrative:
On 02/02/2021, infutronix confirmed with the service provider that the affected device was never returned for evaluation and therefore no root cause could be established. The reported issue was not confirmed.

Event description:
This is a follow-up for the initially filed MDR 3011581906-2020-00005.

Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On 06/03/2020, a distributor of infutronix reported a tubing leaking issue. The user contacted the distributor stating that "when they got up, the bag fell from the table and hit the floor. This physical impact caused a leak coming from the distal end of the tubing cassette connected to the pump." Device operator was a patient. The user cannot provide the product information. A patient was involved but not harmed.